Manufacturer narrative:
Therapy and event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2020-01225. It was reported patient experienced ineffective therapy approximately around (B)(6) 2019. Patient also experienced a recent fall. It was initially suspected the lead was fractured, impedances were higher but there was no fracture once programmed. To address the issue patient underwent surgical intervention where the ipg and lead were replaced and effective therapy was restored .